Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 116 mg/dl. As customer changed the infusion set prior to contacting tandem technical support, cause of blockage could not be determined. Reportedly, customer resumed insulin therapy.